Event description:
There was leaking from the dialysis catheter.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revg0729 showed no other similar product complaint(s) from this lot number.